Event description:
On (B)(6) 2010, this pt was implanted with two gore tag thoracic endoprostheses and a gore aortic extender to treat a thoracic type b aortic dissection. It was reported that the aortic extender ((B)(4)) was implanted most distally. Two tag devices were deployed above the pxa. ((B)(4) was implanted most proximally). A left subclavian artery was intentionally covered by the tag ((B)(4)). The final angiogram showed a slight type ii endoleak, the physician decided to not intervene at this time. The pt tolerated the procedure. On (B)(6) 2010, a coil embolization was performed to treat a type ii endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that these lot met all pre-release specifications. Conclusions: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Additional devices implanted and/or related to this event: (B)(4).